Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6) ; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a misload was not observed during loading. A pre-implant balloon aortic valvuloplasty (bav) was performed because the patient had a bicuspid aortic valve. Upon the first deployment attempt, an infold was observed. Subsequently, the valve was recaptured and withdrawn. A new valve was loaded on a new delivery catheter system (dcs) and used for implant. It was noted that the implant depth when the infold occurred was 3-5 millimeter's (mm). Additionally, a procedural delay did not occur. Per the physician, patient anatomy was a contributing factor to the infold. No adverse patient effects were reported.